Manufacturer narrative:
Summary of eval: the info provided and the examination results suggest that this event is not device related but rather is associated with inadequate cortical support.

Event description:
Revision surgery revealed breakage of tibial baseplate.